Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during an ovarian cystectomy procedure, during first activation on patient tissue the tissue pad warped and fell off of clamp arm. Device was disposed of following the case, picture of device malfunction was taken, sent to rep and is available on request. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture was received. Complaint stated that during first activation on patient tissue the tissue pad warped and fell off of clamp arm. The device or its package was not returned and therefore it could not be examined. A picture was attached to the complaint. The picture shows what appears to be an ace harmonic instrument where the tissue pad has been damaged and melted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Because the instrument was not returned additional testing could not be performed.